Manufacturer narrative:
It was reported that this ventricular lead was repositioned two days after implantation due to poor sensing values. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the available x-ray images. The x-rays do not show any dislocation of the right ventricular lead. The cause of the poor measured values cannot be conclusively clarified on the basis of the x-rays and the available information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Dislodgement was reported two days after pacemaker implantation. No other information was provided.